Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 44-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / pelvic pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines / headaches") and rash ("rashes or skin conditions type:"). On an unknown date, the patient experienced ear disorder ("ears issue") and skin disorder ("skin issue"). The patient was treated with estradiol (estrace) and surgery (ablation and ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, weight decreased, alopecia, pelvic pain, rash, ear disorder and skin disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ear disorder, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 122 lbs. Discrepancy in dates of insertion - (B)(6) 2011 as per summons, and 30apr2010 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't went confirmation test". The patient's concurrent conditions included body mass index normal. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic pain ("pain / pelvic pain") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex") and alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines / headaches") and rash ("rashes or skin conditions type:"). On an unknown date, the patient experienced ear disorder ("ears issue") and skin disorder ("skin issue"). The patient was treated with estradiol (estrace) and surgery (ablation and ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia, weight decreased, alopecia, pelvic pain, rash, ear disorder and skin disorder outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ear disorder, menorrhagia, migraine, pelvic pain, rash, skin disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Discrepancy in dates of insertion - (B)(6) 2011 as per summons, and (B)(6) 2010 as per pfs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: case become incident. Lot number was added. Previously reported event injury was updated to new events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight loss, hair loss, rashes or skin conditions- type, she didn't went confirmation test were added, skin issues and ears issues. Updated the essure insertion date. New reporters were added. Patients demographics were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.